Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 08 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 088 service alarm. The ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump case was removed and there was evidence of internal moisture observed on the printed circuit board and internal components. The complaint was confirmed in the pump history but not duplicate during testing.